Event description:
Implant was positioned subpectorally in left breast (breast cancer 6/83) as a replacement for another co's implant that was too large. Original implant had caused capsular contracture. By 12/90 implant had migrated up and caused contracture and pain. Surgery to reposition done on 12/90. Implant removed 1/26/94 due to contracture, pain and migration, and diagnosis of autoimmune disease and positive blood test results for antismooth muscle, antimitochrondria, myelin, anti dna and ana hep 2 antibodies, a high antithyroglobulin, antimicrosomal tests (ciq, c3 and c4), and autoimmune disease. Pathology on explantation showed no rupture, but did find silicone granules in tissues around implant, a lot of histiocytes and muscle degeneration. (Same pt referred to in 1001882.)